Event description:
It was reported that the clinician inserted the needle into the left subclavian vein without difficulty. When attempting to draw blood back into the arrow raulerson syringe (ars), the ars appeared to be "sucking air". It was at that time the clinician noticed the hub was cracked and attempted to tighten, it resulting in the hub breaking completely. There were no reported patient complications.

Manufacturer narrative:
Evaluation: received one introducer needle. Damage was observed on the returned introducer needle. The needle hub was broken into multiple pieces. Cracks were observed on the pieces. The crack patterns spread out in a feathering effect. The introducer needle is inspected on a per sample basis, including pull testing and leak testing. A known adverse issue of cracking happens when the hub material is exposed to isopropyl alcohol; however, the products instructions for use warns of this danger. A device history record trace cannot be completed since the lot number is unknown. Conclusion: the reported complaint of a cracked needle hub was confirmed through visual observation. Based on the circumstances, the potential cause of this complaint appears to be use/procedure related.